Manufacturer narrative:
Results: on (B)(6) 2017, holdrege received nine (9) loose 0.3ml, 8mm, 31g syringes from reported batch# 7016789. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), similar findings to those documented during initial investigation at franklin lakes were found. No additional information at this time. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (hooked point and deformed stopper). (B)(4) was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s).

Manufacturer narrative:
Investigation summary: customer returned (9) loose 3/10cc, 8mm, 31g syringes. Customer states that the plunger is hard to move when drawing or delivering and blood jumps out of the skin as soon as they take the shot. All returned syringes were examined and 8 out of 9 samples exhibited a deformed stopper in the barrel. All samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). Samples 7 and 8 exhibited slightly hooked points. Samples will be forwarded to manufacturing ((B)(4)) on 15dec2017 for further review. As per manufacturing, a review of the device history record was completed for batch # 7016789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (hooked point and deformed stopper). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Possible root cause for hooked point: damaged during use or during shielding after use. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult on a bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16" (8mm) during use. No injury or medical intervention.